Manufacturer narrative:
Concomitant medical products: item# 00-8775-040-03, lot# 2916831, biolox delta, ceramic femoral head, l, 40/+3.5, taper 12/14; item# 00-8775-012-40, lot# 2914179, biolox delta ceramic taper liner, size kk / 40 i.d. For use with 56 mm o.d. Size kk shell. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent debridement and vsd suction due to infection approximately 5 months after implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
It was discovered that zimmer biomet accidentally created two notifications for the same patient. The same event details and products were reported twice. This case is a duplicate from the original case (B)(4) with manufacturer report number 0009613350-2019-00249. Please invalidate this case from your system. Zimmer gmbh will invalidate this case from the system. Zimmer reference number of this file is (B)(4).